Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc was placed with no difficulty, placement of the uvc was verified with x-ray. When the uvc was attached to the fluid line, it was noticed that fluids were leaking from the hub area.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.